Manufacturer narrative:
Product analysis summary: bunching was evident to the inner member and proximal balloon pillow. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the distal stent wraps with struts raised. Misalignment was also evident to the proximal stent wrap. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx coronary drug eluting stent was attempted to be used. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the device failed to cross the lesion. Further dilation was then performed. No patient injury reported.

Event description:
One resolute onyx coronary drug eluting stent was attempted to be used. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the device failed to cross the lesion. Further dilation was then performed. A second resolute onyx stent was also used in the procedure. The device was inspected before use with no issues noted. No resistance was noted while advancing the device to the lesion and excessive force was not used. This stent was unable to cross the target lesion. It was later reported that the second resolute onyx stent also dislodged in vivo when attempting to deliver the stent to the lesion. The dislodged stent was gently removed from the vessel. No intervention was required to removed the dislodged stent. No patient injury was reported.

Manufacturer narrative:
Additional information? A second resolute onyx stent was also used in the procedure. The device was inspected before use with no issues noted. No resistance was noted while advancing the device to the lesion and excessive force was not used. This stent was unable to cross the target lesion. It was later reported that the second resolute onyx stent also dislodged in vivo when attempting to deliver the stent to the lesion. The dislodged stent was gently removed from the vessel. No intervention was required to removed the dislodged stent. No patient injury was reported. Add annex d code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.